Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to a previously submitted report. Corrected fields: h6 -investigation findings: c19 and c1502, h6 - investigation conclusion: d14, h11. In addition, the following reportable malfunctions was identified during the device evaluation: scope connector and circuit board unit in scope connector were dirty. Based on the results of the investigation, and since the device malfunction reported by the customer was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. For the dirty circuit board unit and the scope connector, it is likely the following led to the malfunction: due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and air/water tube have foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an error 216 that kept recurring despite cleaning the connections of the scope and processor. This issue occurred during inspection for use. There was no patient involvement.